Event description:
It was reported that the ilet displayed alert 63 indicating a vibe i2c communications fault, which persisted after a device restart and led to replacement of the device; the user¿s reported blood glucose at the time was 345 mg/dl and they used subcutaneous insulin via pen. Symptoms included hyperglycemia. Outcomes included temporary interruption of normal device function and the need for device replacement. Investigation included verification of the alert and basic troubleshooting through device restart. Investigation of this case revealed a persistent communication malfunction consistent with an internal electronics or interconnect issue within the pump assembly. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to internal communication failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description: although alert 63 could not be duplicated, it was confirmed in the engineering logs. The device was opened for further investigation, and inspection of the internal components revealed residue consistent with fluid ingress. The device will need to be scrapped.